Manufacturer narrative:
Unit has not yet been received by manufacturer for evaluation. Follow-up will be filed if necessary based upon investigation results. It should be noted the biomed dept stated they completed a full functional test in accordance with the mta service manual. The mta functioned to specification. The biomed also stated that hospital protocol was not followed when the device was used during the procedure. Protocol requires egg crate foam to be placed on top of the mta blanket, then a protective drape over the egg crate foam, then the pt. The foam was not used in the incident.

Event description:
It was reported the pt had 1st degree burns on the back of both arms and their back after extended open heart surgery.